Manufacturer narrative:
Per -164 initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up report in error. Additional information has been requested to aid the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trifit ts and trinity revision.